Event description:
It was reported, a physician performed a balloon kyphoplasty on a patient to treat a traumatic fracture, osteoporosis with pathological fracture, at level t12. On radiographic follow-up further collapse of the vertebral body, treated by balloon kyphoplasty was noticed. Additional surgery was recommended and the physician decided to perform the spondylodesis with pre-operative vertebroplasty on this patient to treat the fracture. The procedure was without any complications and patient was dismissed from the hospital. No additional information was reported.

Manufacturer narrative:
Method: device not returned, followed up with company representative.